Event description:
Patient was injected off-label in the chin with artefill dermal filler. Patient filed medwatch mw5146519, received by suneva 10/24/23, that relays granuloma, atrophy, and disfigurement and indicated that medical intervention/surgery was required.

Manufacturer narrative:
Patient was injected off-label in the chin with artefill dermal filler. Patient filed medwatch mw5146519, received by suneva 10/24/23, that relays granuloma, atrophy, and disfigurement and indicated that medical intervention/surgery was required. B3 - date of event: unknown. D4- per the injector/provider's office, the patient was injected with artefill dermal filler, model af0508, on 2 occasions: on (B)(6) 2011 with artefill lot f111039, expiration date: 12/31/2012. On (B)(6) 2013 with artefill lot f121034, expiration date: 11/30/2013. D6a - implant date: two dates, (B)(6) 2011 and (B)(6) 2013. D6b - explant date: patient indicates there was an attempt at excision. Date(s) are unknown. Artefill dermal fillerl injector/provider: (B)(6). Other subsequent provider: (B)(6). Manufacturing records for both reported lots were reviewed with no issues noted. Artefill (now bellafill) dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Artefill (now bellafill) syringes are single use devices and are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."